Event description:
It was reported that the patient's right hip was revised. Initial complaint was pain radiating down posterior thigh and groin pain. Office note reports an elevated cobalt level. Intra-operatively, fluid buildup was noticed in the joint, and corrosion on the trunnion and inside the head. The head and liner were revised. Rep confirmed there were no allegations against the revised liner. Rep provided primary operative report and usage, an MRI report, and office note, and confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level, altr, and wear/metallosis involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: a female patient, dob (B)(6) 1957 described as 172 cm tall and weighing 76 kg. Her date of implantation is listed as (B)(6) 2011 and explantation (B)(6) 2021. The event description states: "... Right hip ... Revised ... Pain ... Elevated cobalt level ... Corrosion on the trunnion and inside the head ..." (B)(6) 2011 operative report: "right total hip replacement ... Degenerative arthritis ... Spinal anesthesia/ ant-lat approach ... 36 mm. Standard chrome cobalt femoral head ..." Uncomplicated surgery described. (B)(6) 2021 MRI report right hip " ... Suggesting loosening of superior portion of acetabular component ... Atrophy of gluteal muscles ... Fluid collection ... No muscle tear ..." (B)(6) 2021 office visit "chief complaint: pain in right hip ... Impression painful right total hip replacement with metallosis ..." Plan revision. (B)(6) 2011 implant labels: 56 trident psl ha cluster acet. Shell, 2 screws, 36/0 degree x3 poly insert, #4 accolade ii stem, 36/0 lfit v40 head. No clinical or pmh, no revision operative report, no imaging studies, no examination of explanted components, no lab or surgical pathology reports. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case.¿ -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: no other similar events were reported for the lot. Conclusion: a review of the provided medical records by a clinical consultant was unable to confirm the abnormal ion level, altr, and wear/metallosis event due to insufficient information. However, the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa 1757583 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised. Initial complaint was pain radiating down posterior thigh and groin pain. Office note reports an elevated cobalt level. Intra-operatively, fluid buildup was noticed in the joint, and corrosion on the trunnion and inside the head. The head and liner were revised. Rep confirmed there were no allegations against the revised liner. Rep provided primary operative report and usage, an MRI report, and office note, and confirmed that no further information will be released by the hospital or surgeon.